Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement and noted high pacing threshold and low impedance within normal limit which was confirmed via x-ray. A new lead was implanted. No additional adverse patient effects were reported.